Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical device: rvdr01 implantable pulse generator,(B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had twiddler's syndrome and the right atrial lead had pulled back into the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was body tiss ue/fibrotic growth on the lead and the distal end of the lead was covered in blood.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had twiddler's syndrome and the right atrial lead had pulled back into the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.